Event description:
It was reported that when the remote monitoring report was reviewed for the device that it showed a dual electrogram (egm) in that the atrial and ventricular tracings mirrored one another. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.